Manufacturer narrative:
The insulin pump communicated properly with the test glucose sensor simulator and the minilink transmitter. No unexpected weak signal alarm or lost sensor alarm noted. All operating currents are within specification. Off no power alarm functions properly and no unexpected low battery alarm noted. The insulin pump passed the self test and the displacement test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was less than one week. Customer wore sensor and had a lost sensor a week prior to call. Customer received replaced battery cap and it did not resolve the problem. Customer was advised that insulin pump would be replaced.